Manufacturer narrative:
Insulin pump was received with unexpected restart error alarm during self test due to faulty y1 on rf board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via that the insulin pump had a recurring error alarm indicating that the device failed the self test. Customer stated the device would restart everyday for 5 days and would get an alarm. Self-test was performed and passed. Blood glucose level at the time of the incident was 8.2 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.